Manufacturer narrative:
Engineering evaluation: evaluation of the returned product indicates the deployment line is broken. No cause of for the broken deployment line could be confirmed.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2021, the patient underwent treatment of an unknown etiology using a gore® viabahn® endoprosthesis with heparin bioactive surface. The physician stated he could not fully deploy the stent graft as the deployment line shredded and broke off during deployment.